Event description:
(B)(4) - sometime in 2011 rv lead failure was suspected due to high lead impedance of over 3200 ohms and the pacemaker setting was changed to aai60. During a routine visit on 20 sep 2016, the patient reported that she'd been feeling strange lately and a 2-second pause was recorded in the holter, which appeared to be pacing failure. However, nothing unusual was noted with the measurements of the leads, so the root cause was not determined. Nine days later, during a change-out due to normal battery depletion, both the ra and rv leads were capped. According to an x-ray during the operation, no damages were observed on the leads. Visual checks of the proximal part of the leads were without problems. No loose connection between the leads and the pacemaker. Noise was noted on the rv when measured with a psa. The ra lead was not measured.

Manufacturer narrative:
The leads were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular leads. The manufacturing process for the leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery status was found to be anticipated after an implantation duration of 108 months. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In the further course of analysis the lead impedance measurement functions of the device were tested. However, the impedance measurement functions proved to be within specification. A long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.